Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the returned device paperwork, device testing at the clinic showed multiple faulty electrodes and was explanted in 2008. The manufacturer was not notified of the problem before the device was received.